Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the up/down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up arrow button was found to be intermittently responding to presses. The keypad was removed and up arrow button contact was misaligned.